Manufacturer narrative:
Investigation summary: bd received 6 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed incorrect hemogard closure color. Bd was able to confirm the customer¿s indicated failure modes with the photos provided. The exact cause of the incorrect hemogard closure color cannot be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were discolored. The following information was provided by the initial reporter: 1 tube has a different color cap (1 pack) - 367841 rir # 6. 2 tubes have different color (2 packs) - 367841 rir # 10.